Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent arthroplasty on (B)(6) 2025. The blue metaglene holder tip was damaged and was unable to be inserted into the metaglene positioner plate. Procedure was completed successfully with no delay. There was no patient consequence.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: blue metaglene holder 230787005 tip was damaged and was unable to be inserted into metaglene positioner plate. Tray znaue0012. Loan item, was tagged as damaged and will be returned to operations by hospital. Requires replacement. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the metaglene holder has signs of deformation at the distal tip. A functional test could not be performed as the mating device was not returned. However, the assembly issues could be confirmed due to the observed deformed condition of the device. The potential cause can be attributed to unintended use error, with the damage likely resulting from a combination of heavy use and exposure to unintended forces, such as prying motions applied during repeated assembly and disassembly with its mating device. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the metaglene holder would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.